Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the insulation had been compromised. There was no patient involvement and therefore no adverse consequence.

Manufacturer narrative:
The customer returned a 5mm, 33cm curved metzenbaum scissors (long jaws) and 5mm, 33cm peek monopolar handle 33cm under the complaint ¿broken jaw.¿ the handle included within the scope of this investigation is a concomitant product as it does not have a jaw, rather is used as an accessory for the insert. The product was returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that the insulation had been compromised. There was no patient involvement and therefore no adverse consequence.